Manufacturer narrative:
(B)(4). Additional information requested: did the balloon burst in the patient?---no information. Did anything fall into the patient? ---no information. How much saline was inserted? ---no information. Did the issue occur pre-operative or intra-operative? ---no information. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no information. Based upon the visual and functional examination, it was concluded that the device returned had a cut in the balloon, likely caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.

Event description:
It was reported that before a procedure, it was found that the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.